Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first stapling attempt during a laparoscopic lobectomy, the reload did not fire. The surgeon switched the stapler and still it did not fire. The sales representative switched the reload and it worked on the first stapler. There was no patient injury.